Manufacturer narrative:
Unknown manufacturer: (B)(4). Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that a syringe 0.3ml 29ga 1/2in 7bag 420cas jp separated from the hub during use. The following was reported by the initial reporter: "when removing the shield, the needle with the shied was separated from the barrel."

Manufacturer narrative:
H.6. Investigation: no samples were returned therefore the investigation was performed based on the photos provided. 2 photos of (4) loose 0.3ml bd insulin syringes were provided. The customer reported when removing the shield, the needle with the shield was separated from the barrel. The photos were reviewed, and it was observed that 2 out of the 4 syringes exhibited hub separation. Hub separation was not observed on the other 2 syringes pictured. Due to batch number being unknown, no DHR review can be completed. Root cause for this defect cannot be determined. CAPA#1630423 was initiated. H3 other text : see h.10.

Event description:
It was reported that a syringe 0.3ml 29ga 1/2in 7bag 420cas jp separated from the hub during use. The following was reported by the initial reporter: "when removing the shield, the needle with the shied was separated from the barrel."